Manufacturer narrative:
(B)(4). Date of initial report : 01/06/2016. Date of follow-up report : 02/29/2016. The unit was returned and evaluated. The visual inspection found that the back of the unit had been pushed in. Further investigation found that when activating the unit, it would continue to activate after releasing the footswitch. The investigation isolated the failure to the footswitch board and psrf board, but a root cause was not identified. The footswitch board and the psrf board were replaced to address the condition. A review of the appropriate device history records indicates that this unit was released meeting all specifications as manufactured.

Manufacturer narrative:
(B)(4). Date of initial report : 01/06/2016. The unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer had not reported a specific fault with this generator. However, upon receipt of the unit by covidien, an initial evaluation of the unit found that the back of the chassis was pushed in and the footswitch board was damaged. Then, while performing post cycle testing, it was found that the unit remained keyed on even after the footpedal was released. In addition, the unit remained in the keyed position after the footswitch cable was removed from the rear of the unit. This occurred during testing of both the cut and coag modes.